Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was unable to open, displaying a message indicating that maintenance was required, which resulted in a delay in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was with the refrigerator. A field service engineer reconnected and restarted the fridge to resolve the issue. The system functioned as intended after the field service engineer repaired the device.